Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that device exhibited low right ventricular pacing lead impedance when initially checked. Immediate re measurement was in range consistent with previous measurements. Extensive isometric testing yielded no noise or low impedance values. The patient and lead will be monitored.